Event description:
It was reported that the ilet sustained impact damage during wrestling, resulting in a cracked display and an unusable screen, and a replacement was determined necessary; the device was noted as no longer water resistant and the user was advised to maintain backup insulin therapy. Customer care provided support that included device replacement logistics. Investigation of this case revealed physical damage to the display assembly consistent with external impact, rendering the user interface nonfunctional while power status and other functions could not be confirmed. No user injury, clinical symptoms and no device-related alerts during the event reported. Outcomes included continued insulin therapy via subcutaneous insulin pen as backup and data synchronization without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from accidental impact.